Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection with the naked eye was performed which revealed a particulate inside the tubing. Macro analysis, microscope analysis and solid tests were performed to the particle, however, the particle could not be characterized. The reported condition was verified. The cause of the condition could not be determined. The potential causes are a particle from the solution, or from the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set was found with a brown substance inside the tubing. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.